Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was going through batteries quicker than usual. Her blood glucose was 380mg/dl at the time of reporting. She was not available to complete the troubleshooting process, and advised that she would call back to complete the process. No equipment was returned. No additional information was reported.